Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm on the system controller was confirmed. The log files spanned approximately 8 days (04aug2020 to 11aug2020 per the timestamp). A typical no external power alarms activated on (B)(6) from 03:52:25 to 03:52:29 due to rsoc and bus voltage diminishing to 3.6v while the device was connected to a mobile power unit. This is consistent with a loss of ac power. The backup battery was able to supply power to the controller until power was restored. The alarm resolved on its own. There were no notable alarms related to the controller in the log file. Initial evaluation of the returned hm3 system controller, serial (B)(4), revealed cut/tear on silicone jacket of the black power cable. A no external power alarm was produced when manipulating around the damaged black power cable. Hi-pot test was performed on the power cables revealing current leakage on multiple wires on the black power cable. The power cable was replaced with a test power cable and the testing on the controller was continued with a test power cable. The controller was then functionally tested and operate the mock circulatory loop for an extended period of time without any issue. A root cause of the no external power alarm was determined to be damaged power cable through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(4) was shipped to the customer on 17nov2016. The heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate 3 IFU section 7 "alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot various alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report # 2916596-2020-04261. It was reported that the patient changed their controller at home on (B)(6) 2020 due to what he states as an "alarm", but couldn't tell much else. A log file review was requested. The event log captured some low voltage advisory events on (B)(6) 2020 at 11:16 on battery power due to normal battery depletion. Also captured low voltage hazard/no external power events on (B)(6) 2020 at 03:52 due to a total loss of power to the mpu enabling the backup battery in the controller until power was restored to the mpu. No other alarms noted leading up to the controller exchange on (B)(6) aug 2020 at 21:18.